Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple auto mode switch episodes were observed due to far r-wave oversensing on the atrial channel via remote transmission. Programming changes were recommended; device remains implanted. No further information available.